Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error. The customer's blood glucose level was 256 mg/dl. The customer reported that they tried to reset pump for 2 hours but no result. The insulin pump will not be returned for analysis.